Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient suffered a hypoglycemic event, lost consciousness and was hospitalized. Patient was treated with glucagon. Patient states that she does not have a pancreas and is predisposed to loss of consciousness when her bg drops below 120 mg/dl. Dexcom technical support explained to patient that cgm is not setup to alert below 120 mg/dl but below 100 mg/dl. At the time of her call to dexcom technical support, patient was feeling fine. Dexcom has attempted to contact patient several times in order to collect more information around the time of the event but has not been able to reach patient.